Manufacturer narrative:
Investigation results: DHR: we reviewed the DHR for this so-sr05409344 / patient ID# (B)(6) / site ID# 13132, qty. (B)(4) items assy-500011 (aligners) and (B)(4) items assy-500010 (templates) were packaged by the second shift by bag-and-box operation on (B)(6) 2025, in manufacturing supercell sc3, equipment pua-06. The sales order was inspected and met the acceptance criteria provided by qa. Incoming inspection. We reviewed the incoming inspection record for the material manufacturing of this so-sr05409344. · raw material: part-501019 / lot# 265758 / qty. Received = 409 rolls, inspection date: (B)(6) 2025. The material was found acceptable for use in the suresmile product's manufacture. Other: photo investigation. The evidence provided shows the allergic reaction checklist in which the patient states having sensitivity to certain perfumes and other scented products. The patient describes the symptoms experienced during the allergic reaction; however, they also state that no allergy testing to the product was performed. The information shown in the checklist is not sufficient to conclude that the issue was caused by the product or by any material used during the manufacturing process. Return we received the return of 52 aligners (stages 2 to 27) corresponding to sales order (B)(4). We observed that the packaging bags were fully marked; we opened the bag for stage 2 and inspected aligners u2 sn: (B)(6) and l2 sn: (B)(6). No out-of-specification conditions were observed on the aligners.

Event description:
In this event it is reported that a patient experienced an allergic reaction to the nontemplate aligner arch. They experienced lip tingling and swelling since starting the aligners.

Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient¿s symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.